Event description:
It was reported that this pacemaker went from a battery status of 6 years remaining to a status of 1 year remaining approximately 4 years later. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Technical services (ts) requested a copy of device data for analysis. No further information has been received to date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.